Manufacturer narrative:
Inspection found corrosion on the top battery and on the underside of the pcb. The leak test was performed and a leak was noted in soft cannula above the pink slide. Corrosion of the pcb prevented data from being downloaded from the device. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient fell sick due to bg (blood glucose) values reaching 350 mg/dl. For treatment, patient changed out the pod and took 7 units of insulin.